Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 1.1 was failed. The field service engineer (fse) had logged in remotely and confirmed that the issue was resolved by the customer by recovering, and no further investigation was required. The system functioned as intended after the customer resolved the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1.1 was failed and unable to open. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.